Event description:
It smells like something is burning where the blood glucose unit is plugged into the wall. No actions or treatment were reported as a result. A request was made for the return of the suspect device and replacement product was sent.